Manufacturer narrative:
Concomitant medical products: model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the approximately past ten months the right ventricular (rv) lead has triggered multiple alerts for out of range/low rv tip-to-rv coil lead impedance. The impedance appears to be chronic and trending lower. Current measurement is within range. The lead remains in use. No patient complications have been reported as a result of this event.